Event description:
The core impaction drill was sent for eval because it was smoking near the bur during a wisdom tooth procedure. The procedure was completed with another; no adverse event was associated with the device.